Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father's customer reported that customer had a no delivery alarm and motor error alarm on the insulin pump. The customer's blood glucose level was 232 mg/dl. The customer reported that the no delivery alarm was resolved by complete set change. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occur in order to troubleshoot. The motor error alarm occur during bolus. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.